Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("bleeding outside of normal period / bleeding") in a female patient who had essure (batch no. 627074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol, mitral valve prolapse, dysfunctional uterine bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced anal pruritus ("rashes or skin conditions type: I had severe anal itching"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)"), menorrhagia ("abnormalbleeding (vaginal, menorrhagia)"), nausea ("nausea / nausea all the time"), dysmenorrhoea ("dysmenorrhea (cramping), especially when performing exercise"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during sex"), abdominal pain lower ("lower abdominal area, often one side would radiate with pain over the other") and pain ("stabbing pain when performing exercise"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain after coil and fallopian tube removal"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (diagnostic hysteroscopy,d and c,diagnostic laparoscopy,bilateral salpingectomies (removal of essure)). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, anal pruritus, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain lower and pain had resolved. The reporter considered abdominal pain lower, anal pruritus, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Trailing coils: 02 each on right & left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("bleeding outside of normal period / bleeding") in a female patient who had essure (batch no. 627074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol, mitral valve prolapse, dysfunctional uterine bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced anal pruritus ("rashes or skin conditions type: I had severe anal itching"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea / nausea all the time"), dysmenorrhoea ("dysmenorrhea (cramping), especially when performing exercise"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during sex"), abdominal pain lower ("lower abdominal area, often one side would radiate with pain over the other") and pain ("stabbing pain when performing exercise"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain after coil and fallopian tube removal"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (diagnostic hysteroscopy, d and c, diagnostic laparoscopy, bilateral salpingectomies (removal of essure)). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, anal pruritus, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain lower and pain had resolved. The reporter considered abdominal pain lower, anal pruritus, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Trailing coils: 02 each on right & left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received: plaintiff's address updated, reporter added, patient demographic added, product indication added, lot number added, event added are as follows: abnormal bleeding (vaginal, menorrhagia), genital haemorrhage, anal pruritus, nausea, dysmenorrhoea (cramping) especially when performing exercise, stabbing pain when performing exercise, dyspareunia (painful sexual intercourse) / pain during sex, weight gain after coil and fallopian tube removal, lower abdominal area, often one side would radiate with pain over the other. Events onset date and outcome updated, patient medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.